Event description:
Event description guidant received information that this guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed premature battery depletion out of the box.